Event description:
It was reported that the patient has had pain since surgery. Patient states that she can walk but has extreme pain the next day. Patient went for second opinion and was told implant was bent. Her current orthopedic surgeon is recommending revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening and pain involving a triathlon baseplate was reported. The event of pain was confirmed. The event of loosening was not confirmed. Method & results: device evaluation and results: the material analysis report concluded that evidence of bone cement was observed on the distal surface of the tibial baseplate. Implant being bent could not be confirmed. There was no evidence of manufacturing or material defects on the device features evaluated. Medical records received and evaluation: review of the provided medical records by a clinical consultant indicated, ¿in this morbidly obese patient with post-operative symptoms consistent with reflex sympathetic dystrophy and/or lumbar radiculopathy there is no evidence that factors related to the prosthetic components are responsible for this clinical situation.¿ device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that there was no evidence of loosening of the tibia baseplate in the revision operative report provided. The device was returned with bone cement still attached to the distal side. Only the baseplate and insert were revised in the patient¿s left knee. The medical review concluded, ¿in this morbidly obese patient with post-operative symptoms consistent with reflex sympathetic dystrophy and/or lumbar radiculopathy there is no evidence that factors related to the prosthetic components are responsible for this clinical situation.¿

Event description:
It was reported that the patient has had pain since surgery. Patient states that she can walk but has extreme pain the next day. Patient went for second opinion and was told implant was bent. Her current orthopedic surgeon is recommending revision surgery.